Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the longevity decreased two years in the last year. A request was made to have data from this device analyzed. Analysis of device data was performed by boston scientific technical services (ts) and noted that power had been gradually increasing. Device replacement was recommended. Subsequently this device was explanted and successfully replaced. It is unknown if the device will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the longevity decreased two years in the last year. A request was made to have data from this device analyzed. Analysis of device data was performed by boston scientific technical services (ts) and noted that power had been gradually increasing. Device replacement was recommended. Subsequently this device was explanted and successfully replaced. This device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the longevity decreased two years in the last year. A request was made to have data from this device analyzed. Analysis of device data was performed by boston scientific technical services (ts) and noted that power had been gradually increasing. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.